Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in outcomes attributed to adverse event required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in outcomes attributed to adverse event, patient identifier was updated with the name, consumer and foreign was marked in report source. In device available for evaluation device was returned to manufacturer and in device evaluated by MFR device return was selected as yes. Common device name and product code was added and in PMA/510k k number was added. The report should have been sent for product problem only in adverse event or product problem.